Manufacturer narrative:
The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
Multiple attempts were made for additional information, however no information was received. It was reported that the device malfunctioned resulting in injury to the patient.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: patient injury. Probable root cause: poor insulation on receptacle board, manufacturing error, use error: console is sterilized or disinfected, use error: console cleaned with incompatible products. The device manufacture date is not known.

Event description:
Multiple attempts were made for additional information, however no information was received. It was reported that the device malfunctioned resulting in injury to the patient.